Event description:
It was reported that when using the bd pyxis¿ es server system was very slow after hot fix, they had issues with login failure and was took long time when medication was pulled. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station system was very slow after hot fix done. A several fixes were applied on the server by the technical support specialist (tss) and checks were completed, with no slowness observed. Based on the earlier behavior, a reboot was performed to help stabilize the environment and clear potential service-level issues not visible at the application layer, which resolved the reported slowness, though the root cause could not be fully confirmed at that time. It was also noted that a child domain had recently been added to the server, and the changes were reviewed to rule out conflicts. While the immediate issue has been fixed, further clarification is still needed regarding their ldap (lightweight directory access protocol) configuration, as this work must be completed in the near future; it has decided to postpone the ldap changes and will continue gathering the required information. The system functioned as intended after the technical support specialist investigated the device.